Manufacturer narrative:
(B)(6). Pump not received stuck in manufacturing mode . Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had reservoir compartment damaged . Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.